Manufacturer narrative:
Reference record: (B)(6). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced a suspected infection at the stoma site. The patient was admitted and began a seven day duration of unspecified oral antibiotics. The cause of the suspected infection at the stoma site was not identified. On (B)(6) 2017, the patient had no fever and the stoma site improved with no redness, drainage, or tenderness.